Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Visual inspections were performed on the returned device. The reported difficulties were confirmed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous and heavily calcified left external iliac. A 6.0 x 40 mm armada 35 catheter was being used for pre-dilatation and was inflated 3 times to 6 atmospheres and then pressurized to 9 atmospheres when the balloon ruptured and separated into two pieces. The entire system: sheath, guide wire and balloon catheter, with the separated piece included, was removed from the anatomy as a single unit. An asahi prowater 300 guide wire was being used in the procedure and after removal from the anatomy, it was found that the coils were stretched out. There was no resistance reported. A new sheath was placed and an unspecified stent was deployed to successfully complete the procedure. There were no adverse patient effects or clinically significant delay in the procedure. No additional information was provided.